Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02302, 0001822565-2021-02303, 0002648920-2021-00223, 0002648920-2021-00224, 0002648920-2021-00225. Medical product tibial component precoat size 4 item# 00588000400 lot# 63185060; articular surface with hinge post item# 00588005012 lot# 63256586; all poly patella standard size 32 mm diameter 8.5 mm thickness item# 00597206532 lot# 63382530; stem extension straight 11mm dia x 100mm length item# 00598801011 lot# 62893869; stem extension straight long 14mm dia x 155mm length item# 00598801114 lot# 37214059. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately four years and ten months¿ post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Attempts to obtain additional information have been made; however, no more information is available. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately four years and ten months¿ post implantation due to instability. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b1, b4, b5, g3, g6, h1, h2, h6, and h10.